Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during a case which was unable to be cleared. The procedure was almost completed when the surgeon decided to add more laser treatment. He was unable to continue as the system message was displayed. The pt was rescheduled and all treatment was completed on a different day at a different facility. The nurse reported there was no harm or impact to the pt as the major portion of the procedure had been completed.

Manufacturer narrative:
The facility declined service due to the costs of the repairs. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).